Manufacturer narrative:
This complaint is for a flammability event that occurred in (B)(6) 2018. The flammability event is not due to a product defect or problem with this specific lot. The product is flammable until it is completely dry and vapors have dissipated. There is flammability information in the cavilon no sting barrier film catalog number 3344e IFU and a flame symbol on each individual pouch. For this application, cavilon no sting barrier film catalog number 3344e is provided non-sterile to kci as a component of their kit. Cautery was the ignition source for this event. The physician was reportedly aware that cavilon no sting barrier film, 3344e was flammable.

Event description:
A distributor recently reported that approximately one year ago, 3m cavilon¿ no sting barrier film was applied to a patient's skin prior to placement of a wound vac device. A physician reportedly used a bovie cautery device following application of the cavilon no sting barrier film. A flammability event occurred, and the patient experienced a small first-degree burn described as a small area of redness. The distributor reported there was no indication that the patient required additional medical or surgical intervention.